Manufacturer narrative:
Telephone number: (B)(6). Other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the preloaded intraocular toric lens (iol) was pushed, the haptic abnormally twisted during handling prior to insertion, and there was no patient contact. Additional information revealed that it happened due to the plunger speed, not enough. There is no information about a replacement lens. No further information was provided.